Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated all buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/28/2013 device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2013 with the following findings:keypad button was found to be intact. The up/down arrow and ok keypad buttons were found to be unresponsive. Corrosion was found on the bolus button key contact. The bolus button was found to be leaking and a short was noted with bolus button causing the it to be unresponsive. Moisture was also found inside the pump.